Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site surgeon reported that, while in a functional endoscopic sinus surgery (fess), the patient tracker was upside down on the register screen in the application software. The surgeon reported that registration then failed. A three point tracer pattern registration was performed and again failed. The patient tracker was being used without the head frame. The site then restarted the navigation system, used the head frame and were successfully able to register. There was no impact on patient outcome. There was a reported delay to the procedure of one and a half hours due to this issue. No additional information was provided.